Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MFR # 2134265-2015-08524. It was reported that the stent was damaged and became dislodge. As the physician was treating a chronic total occlusion of the right coronary artery (rca). The physician advanced the 2.50x38mm promus premier stent into the non-bsc guiding catheter. The stent crossed the guidezilla extension catheter and got hung up on the collar. The crimped stent struts became deformed and the stent dislodged from the delivery device. The physician was able to pull back the delivery device and noticed the stent wasn't attached. He then pulled the guidezilla back and the shaft broke. The leading portion of the guidezilla&#10263;as in the proximal segment of the vessel and the rest of it was left in the non-bsc guiding catheter. The physician went in with a balloon to trap the guidezilla that was remaining in the non-bsc guiding catheter and remove everything as a unit. The dislodged stent was found in the distal portion of the guidezilla. He was able to rotablate but unable to stent again due to lost wire access at the dissection site. The physician advanced a new non-bsc guiding catheter in and took pictures, he saw there was a large dissection he tried to put the wire down to rewire the vessel, they could not get into the true lumen therefore, the physician stopped the procedure. The patient is in stable condition. The patient will return after six weeks to complete the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR # 2134265-2015-08524. It was reported that the stent was damaged and became dislodge. As the physician was treating a chronic total occlusion of the right coronary artery (rca). The physician advanced the 2.50x38mm promus premier stent into the non-bsc guiding catheter. The stent crossed the guidezilla extension catheter and got hung up on the collar. The crimped stent struts became deformed and the stent dislodged from the delivery device. The physician was able to pull back the delivery device and noticed the stent wasn't attached. He then pulled the guidezilla&#10242;ack and the shaft broke. The leading portion of the guidezilla was in the proximal segment of the vessel and the rest of it was left in the non-bsc guiding catheter. The physician went in with a balloon to trap the guidezilla that was remaining in the non-bsc guiding catheter and remove everything as a unit. The dislodged stent was found in the distal portion of the guidezilla. He was able to rotablate but unable to stent again due to lost wire access at the dissection site. The physician advanced a new non-bsc guiding catheter in and took pictures, he saw there was a large dissection he tried to put the wire down to rewire the vessel, they could not get into the true lumen therefore, the physician stopped the procedure. The patient is in stable condition. The patient will return after six weeks to complete the procedure.